Event description:
It was reported: pt approx. Two months out from surgery and extremely painful. Was revised due to shell contamination. Stem was tested for stability and was removed with two light blows on extraction slap hammer.